Event description:
Report rec'd of an under-delivery of morphine sulfate using syringe delivery. The pump was programmed in the pca only mode to deliver morphine sulfate 1mg/ml with a pca dose of 1mg. No other pump settings were reported. The syringe being used was a 30ml (30mg) syringe. At an unspecified time, the pump display indicated that 16.2mg had been infused. The customer reported that a review of the pump history at this time showed that the pump was primed using 6.5mg and that there was 7.3mg remaining to be infused. When the medication was discarded from the syringe, there were actually 11mg remaining when they expected there to be only 7.8mg. There were no reported pain issues with the pt. There was no adverse pt effect.